Event description:
Pt reported a defective syringe from her last shipment, she had to send a photo of the defective device to the MFR and contacted them directly. Lot number and expiration date are unk. Unk if pt experienced an adverse event or missed dose due to the defective product. Unk if the pt has the product on hand spontaneous call. No add'l info. Reported to (B)(6) by pt/caregiver.